Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that no implantable pulse generator (ipg) malfunction occurred and the patient heart rate was within a normal range. It was noted that the reported patient falls were unrelated to the ipg function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's heart rate was lower than the implantable pulse generator (ipg) lower heart rate setting at the emergency department. Later, an electrogram (egm) showed the heart rate had returned to a normal level. It was noted that the patient experienced multiple recent falls with a hematoma on their arm. The ipg remains in use. No further patient complications have been reported as a result of this event.